Event description:
The catheterization report describes that the right coronary artery (rca) vessel was cannulated with a 6 fr guiding catheter with side holes. The lesion was crossed with a pilot 50 wire. Pre-dilatation was performed with 2.5 x 2.0. A stent 2.75 x 28 was attempted to be deployed; however, it appeared to dislodge from the balloon and the whole system was retrieved. The stent appeared to remain outside of the 6 french sheath and narrowing was attempted; however, the stent demobilized further distally into the right femoralis profunda, that is the site of a prior below-the-knee amputation (bka). An attempt to snare the stent was unsuccessful. At that point, a vascular surgery consultation was obtained. Per the vascular surgeon, due to the patient's age and dementia there does not appear to be compromise of the bka site and it would pose more of a problem to retrieve the stent. Manufacturer response for stent delivery system, medtronic resolute onyx (per site reporter). Manufacturer's rep has been made aware of this event via email. Response pending.